Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating that this right atrial (ra) lead was recently surgically abandoned and replaced with a competitor lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this atrial lead exhibited high out of range impedance measurements of greater than 2500 ohms. The device was reprogrammed around this until the lead issue can be addressed.